Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. Upon visual inspection, it was observed that the "bd" marked print line was rubbing off on the surface of the barrel; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause for this non-conformance was a bend/offset of a dial on the printing machine during production. The barrel was not aligned properly while moving through production resulting in the misprint.

Event description:
It was reported that syringe 10ml ll 22ga 1-1/2in tw was missing scale markings. This occurred on 60 occasions before use. The following information was provided by the initial reporter: ink mark missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll 22ga 1-1/2in tw was missing scale markings. This occurred on 60 occasions before use. The following information was provided by the initial reporter: ink mark missing.